Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead had dislodged. During the procedure, the helix was unable to retract due to the helix being clogged with tissue. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.